Event description:
The facility reported a colleague infusion pump with a malfunction of "stop and open buttons are intermittent, do not always work." The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "stop and open buttons are intermittent, do not always work" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module keypad. The pump head module keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.